Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 400 mg/dl. The customer felt symptoms of chest pain. The customer was treated for the high blood glucose with a bolus. The customer was assisted with trouble shooting but their seemed to be no malfunction with the insulin pump. The device was programed accurately. The customer did not return the product back for analysis.